Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics were called to assist a customer with low blood glucose. Caller stated that the customer's blood glucose reading was 40mg/dl at the time the paramedics arrived. Caller stated that the paramedics treated customer with sugar IV. Nothing further was reported.